Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced spontaneous left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 275cc saline prostheses was performed.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, the patient experienced a deflation of the breast implant. During visual inspection of the device, a crease was noted on the anterior aspect. Leak testing revealed a tear within the crease, measuring approximately 0.2 cm, causing a deflation. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).